Manufacturer narrative:
This product is registered as a combination product. The results, method, and conclusion codes along with investigation results will be provided in the final report.

Event description:
During an in-clinic follow-up, it was noted that there was a loss of capture, noise that resulted in oversensing, and inappropriate high voltage therapy on the right ventricular (rv) lead. X-ray imaging was performed and revealed that the rv lead was dislodged due to twiddler's syndrome. The rv lead was explanted and replaced to resolve the event. The patient was stable with no adverse consequences.

Manufacturer narrative:
The reported events were lead dislodgment, failure to capture, over-sensing noise and inappropriate shock. As received, a complete lead was returned in one piece. Visual inspection of the lead found the as received helix to be severely stretched consistent with occurring at time of procedure. Unable to perform helix mechanism test due to as received condition of the helix. The reported events of failure to capture, over-sensing noise and inappropriate shock were not confirmed. Electrical testing did not find any indication of conductor fractures or internal shorts. All damage noted to lead was consistent with occurring at time of procedure.